Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient faced an issue with infusion set tubing detached from connector. The issue was noticed prior to insertion when packaging was opened. The issue was occurred on (B)(6) 2024. The blood glucose level was 140-150 mg/dl. The patient replaced the infusion set and resumed on insulin successfully. No further information available.